Manufacturer narrative:
The lead was repositioned on (B)(6) 2020. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 was analyzed. The atrial sensing amplitude demonstrated varying values between 0.4mv and 1.6mv. The ventricular sensing was initially at 5mv and decreased to 2mv. Furthermore the pacing impedance gradually decreased from 550 ohm to 400 ohms. Based on the complaint description, it is reasonable to assume that the reported dislodgement led to the electrical peculiarities. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 10 months after the implantation this lead dislodged. It could be seen that the lead was still fixed, but the atrial sensors were in vena cava and the coil was stretched. The physician decided to schedule a lead revision.